Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) recorded atrial fibrillation, however the doctor had questioned the diagnosis of atrial fibrillation. Options for getting increased p waves were discussed. The doctor was considering relocating or replacing the device in an optimal positioning for the patient as they did not like sensing of initial location, so physician decided to place a new one in a different location. No additional adverse patient effects were reported.